Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the symbols were worn but the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a small crack at the top-right corner of display lens, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.